Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. The service engineer confirmed the reported issue. The service engineer replaced the blower assembly and the issue was resolved. The blower assembly was returned for failure investigation. Visual inspection was performed and there was no signs of damaged or contamination to the impeller surrounding area, end cap or the end cap o-ring. The blower assembly was installed to a test ventilator. The reported issue was not verified. The test ventilator passed all testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The service engineer reported that the ventilator has a system leak test during bench repair. There was no patient involvement.